Event description:
It was reported that the camera head exhibited communication error e224. The issue occurred preparation for the procedure. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the error e224 showing on monitor due to a smashed cable connector with scratched pins and a faded serial plate are the causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited communication error e224. The issue occurred preparation for the procedure. The device was inspected prior to use. There was no report of patient harm.